Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a surgery the day before the call and they had turned the ins off for the surgery. The patient turned it back on and got it to the right thing, program 2 at 2.2v and saw the lightning bolt so everything came up right, but all night long and the morning of the call they had to go to the bathroom and would dribble urine. When asked if the patient had been getting a lot of fluids like an IV, and they stated that the day before they had trouble getting the IV in because the patient was dehydrated. The patient continued that currently the IV was giving them 75ccs an hour and they hadn¿t taken much water in so they didn¿t think the IV bag or hospital stay was related to it. It was also reviewed that sometimes being in a surgical environment could affect the settings. The patient was offered to be helped with changing settings and the patient reported they had already raised stimulation to 2.2v the night before. The patient was advised to consider raising stimulation if it didn¿t help and to follow up with th eir healthcare provider. No further complications were reported.